Manufacturer narrative:
B)(4); these ipg serial numbers were included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg had no device output. An sjm rep did not meet with the patient to confirm the issue prior to the patient's ipg replacement surgery on (B)(6) 2014. The patient's physician explanted and replaced the ipg with a different model ipg. The patient's scs system stimulation has reportedly been restored postoperative.